Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system faults were both single occurrences and could not be reproduced during in-house testing at the (B)(4) site. There was no fault found with the returned device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed (B)(4) that while they were servicing, an astral device displayed system fault messages. The device was not in use when the fault occurred, therefore, there was no patient involvement.